Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to be dull and could not cut tissue. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.0255¿ to 0.0420¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis reported issue. Isi also received the monopolar curved scissors (mcs) instrument and device evaluation was completed. The mcs instrument was placed and driven on an in-house system and the cut test was performed. The scissors cut cleanly through 0.006" of latex, regardless of debris being present. The latex did not snag at the scissor tips. The blade edges were not damaged. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.